Event description:
Doctor reported events of "clockwise rotation" and "displaced bands "from journal article: "revision of laparoscopic adjustable gastric banding: success or failure", obes surg (2012) 22:287-292. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Displacement is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." Caution: "care must be taken to place the significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."